Event description:
In doing routine vent check, noted that peep was "stuck" on 10 cm even. When peep turned off. A d-4 failure was noted (leak in exhalation valve or circuit). Diagnostic test repeated failure still noted. Pt. Placed on another ventilator.